Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced poor distance and near vision. The patient could not tolerate the lens and the eyes would strain. Hence the lens was explanted in a secondary procedure. Additional information has been requested and received stating there was no harm to the patient and the patient issues have resolved after the lens exchange. The patient was not hospitalized for the event and the prognosis was good. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 19.0 diopter (add power +2.2/+3.2) lens was replaced with a monofocal company 19.0 diopter lens model due to a clinical reason of "advanced technology intraocular lens (atiol) intolerance". Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient's issues have resolved after the exchange and the surgeon's prognosis is good. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).